Manufacturer narrative:
(B)(4). Implant date sometime in 1992. Concomitant medical products: unknown liner, unknown head, unknown stem. Reported event was confirmed by review of x-rays provided. X-ray review noted heterotopic ossification along the superior acetabulum extending to the greater trochanter. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s right hip was revised approximately 26 years post-implantation due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.